Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015. (B)(4) - 1650de - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015. (B)(4) - 1650de - MFR. Date: 12/30/2014 - exp. Date: 12/30/2015. (B)(4) - 1650de - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015. (B)(4) - 1650de - MFR. Date: 12/31/2014 - exp. Date: 12/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient who came in for a routine visit and complained about battery switching. The patient's controller and six batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
Other devices involved in this event: battery/bat203471. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The logs also revealed a power switching event due to a communication error involving (B)(4). (B)(4) also experienced a communication error that did not lead to a power switching event. Other batteries listed in the event description (B)(4) were not involved in any such events and performed as intended at the lab and according to the logs. Analysis of the devices revealed that the units met specifications; the controller and batteries passed visual and functional testing. The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and batteries. An internal investigation has been open to address the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.